Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon noticed a scratch on the lens, lens was removed and replaced with the backup lens. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. One haptic was bent in the gusset and distal area. The other haptic was broken in the gusset area (not returned). The optic has small light scratches on the anterior and posterior sides of the lens. All product and batch history records are quality reviewed prior to product release. The file did not indicate what cartridge was used for delivery. The file did indicate the use of a non-qualified handpiece. The root cause is most likely related a failure to follow the instruction for use instruction for use IFU. The account used an unqualified lens/cartridge combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system. The manufacturer internal reference number is: (B)(4).